Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was performing as expected until halfway through branch ligation portion of case. They then noticed that the hemopro tool "appeared to have 3 jaws vs. 2 jaws. The appearance of ¿a third jaw¿ occurs when the insulation on one of the jaws melts. The insulation then separates from one of the jaws and looks like a third jaw. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was performing as expected until halfway through branch ligation portion of case. They then noticed that the hemopro tool "appeared to have 3 jaws vs. 2 jaws. Hemopro tool withdrawn and they observed that "jaws had separated". A replacement device was used to complete the procedure. The hospital did not report any patient effects.